Event description:
It was reported that there were high fico2 alarm on patient wearing etco2 cannula. The patient was not wearing a maska dn their face was not covered. The patient was not wearing a mask and their face was not covered. The alarm created a nuisance alarm for the patient. It began alarming soon after the patient was placed on root with isa. The high fico2 alarm is also a nuisance alarm for the nursing staff because the device is connected to patient safety net. High fico2 occurs randomly, but it continued to read high at various times while patient was on monitor. High fico2 alarmed on patient with normal etco2 readings and normal respiratory rate readings from isa. When the etco2 was reading low during when the cannula was not placed properly, the fico2 was reading 4 or lower. No known impact or consequence to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.